Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in needle did not retract. The following information was provided by the initial reporter: verbatim: needle not retracting when button is pushed to safety. 17oct2023. ¿ attest 5 that I'm aware of. ¿ during use. ¿ yes or involvement it was during an IV start. ¿ non that I'm aware of. ¿ successful IV start but no safety. ¿ no medical intervention. ¿ no change. ¿ piv start. ¿ no photo.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.